Event description:
As reported by our edwards affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 was prepared with nominal plus 2ml of volume. During the deployment of the valve in the aortic position, the commander delivery system balloon ruptured. Some difficulties were encountered during the removal of the delivery system through the esheath. The delivery system and sheath were removed together without additional cutdown. The valve was deployed in the intended position however, significant aortic regurgitation (ar) was observed. The valve was post dilated with a non-edwards balloon catheter. No injury to the patient was reported. At the time of the report, the patient was in stable condition and has been discharged to home. The valve remains implanted in the patient. It was perceived that annular calcium punctured the delivery system balloon during inflation.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Functional testing was not performed due to the nature of the complaint. Dimensional analysis of the inflation balloon wall thickness at the balloon burst was performed. All measurements were within specification. Pre-decontamination visual inspection confirmed the balloon burst. A radial tear burst was observed. Post decontamination inspection revealed two tears. One tear was at the proximal inflation balloon and the second was at the working length of the inflation balloon. No balloon material was missing. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaints for 'balloon burst' and 'difficulty or inability to withdraw system through sheath' were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, patient presented moderate annular calcium and as per medical opinion, the root cause of the event was that calcium punctured the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In this case, available information suggests that in addition to procedural factors (over inflation), patient factors (calcification) contributed to the balloon burst. Procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.